Manufacturer narrative:
Analysis of the 9733560xom (serial #: (B)(4)) found that it passed the work order. Product event summary #fusion emitter issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter is ¿going blank¿ and he did not have any more information than this at the present time. He said that the emitter failed to function for them for a couple of cases but did not have specifics on how it was not operating. As this could not be isolated to a specific procedure, there was no patient present at the time of reporting this event.